Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, nothing was holding the button down at the time of the alarms. Additionally, it was reported that the wake button had stopped functioning. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. The customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.